Event description:
Caller reported lot to lot variation between bci bnp reagents lots. Customer reported variation in pt results for lot 329599 when running lot-to-lot pt correlations. They did not see a shift up or down, but saw some pts higher and some lower.

Manufacturer narrative:
Investigation pending.